Manufacturer narrative:
(B)(4).

Event description:
It was reported that the warm up restarted after warm up occurred. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Pairing with nordic bluetooth device: passed. The share log was reviewed and could not confirm the complaint. The probable cause could not be determined via product. In addition, fatal error was found in connection to the reported allegation. The reported event of the warm up restarted after warm up is reportable based on the finding of a fatal error. No injury or medical intervention was reported.